Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed 999 for pressure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The fsr could not duplicate the reported complaint. The user had stated that the issue with the pressure reading was resolved when switching out the sensor. The system was tested, and everything functioned as expected. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.